Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has a kink at the distal tip while in the neutral position. Microscopic inspection revealed a broken adhesive in ring #2 and after dissection, a damage in the coverage of the mini electrodes was observed in the same location where the broken and rolled center support is. Functional inspection was done and the steering knob and the tension control knob functioned properly on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Dimensional inspection revealed that both right and left curves failed to reach the specified area of the template and the device failed the dimensional test. Electrical test was performed in the right, neutral and left curve configurations and the device was found within specification and no opens or shorts were found. Rf ablation test was performed and device was found within specifications. Broken and rolled center support was observed under x-ray in the same location of the kink at the distal section. Distal end was dissected and confirmed a broken and rolled center support, a steering wire partially detached from the center support due to broken solder joint was also observed, the kevlar wrap was found retracted, the kevlar wrap was exposed in order to measure it and the result was found out of specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that noisy signals on the electrodes were no ted. A intellatip mifi xp temperature ablation catheter was selected for use. However, it was noted that they had noise issues on the mifi electrodes on the catheter. The mifi cables and the catheter were exchanged but the noisy signals continued. Finally, they swapped to a blazer xp catheter and completed the case successfully without harm to the patient. No patient complications were reported. Analysis of returned product revealed a broken adhesive observed in ring #2 and a lifted ring electrode.